Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37612, serial#: (B)(4), implanted:(B)(6) 2018, product type: implantable neurostimulator. Refer to manufacturer report 3004209178-2021-09824 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported they met with a new patient and interrogated the left implantable neurostimulator (ins) and got a new device set up screen-the device was not programmed; the only information it had was patient information. In addition, it said patient diagnosis was ¿epilepsy¿, which was not correct as it was dystonia and it had the implant date as ¿not set.¿ the rep walked the hcp through setting up the device. The device had been implanted on (B)(6) 2018, was fully charged, and it was unclear how long the patient had been without therapy. In addition, the left device had high impedances on all contacts except the 2 contact when measured at 3 volts. The right ins was target on both hemispheres with all impedances being out on the right lead when measured at 3 volts. The patient had no known falls or reasons for the leads having high impedances. The hcp was going to refer the patient to neurosurgery for x-rays and potentially a revision surgery.